Event description:
The customer complained of experiencing high blood glucose. The customer's blood glucose read "high" on her glucometer. During the phone call, the customer began to feel sick, so the paramedics were called to offer assistance. When the paramedics arrived, they stated that the customer was going to be taken to the hospital for treatment. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.